Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the center button was unresponsive and slow rewind process. The customer also stated that insulin pump had unexplained no delivery alarms, diminished battery life from day 1 use, rejected new battery, no low battery warning, side of the insulin pump hairline crack along screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.